Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 2 of 2 MDR's filed for the same patient (reference 1825034-2016-01885 / 03118). Product location unknown.

Event description:
It was reported that patient underwent a knee revision procedure approximately 16 months post-implantation due to loosening of the femoral and tibial components. During the procedure, all components were removed and replaced.